Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on fields: h4 and h6. Correction on fields: d5, e1 (establishment name), e2, e3, g2 (user facility was inadvertently selected in initial report) and g3 (correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was 06/06/2024). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be definitively determined what the foreign material was adhered/clogged in the nozzle. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from the toric join, up/down and right/left angulation control knobs. However, the cause of the material remaining in the device could not be determined. The event can be detected/prevented by following the instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: due to wear of flexibility adjustment mechanism torik joint (o-ring), water tightness is lost; due to deformation of right/left knob, water tightness is lost; due to deformation of upwards/downward knob, water tightness is lost; due to wear of forceps elevator lever, upwards/downwards knob cannot be locked securely; flexibility adjustment ring has a scratch; grip has a scratch; air/water cylinder has no color; suction cylinder has no color; forceps channel port has a scratch; switch box has a scratch; switch1 has a cut; plug unit has a scratch; due to burn on distal end cover, insulation resistance value at distal end does not meet the standard value; due to clogging of nozzle, water removal ability does not meet the standard value; due to clogging of nozzle, air supply volume does not meet the standard value; due to clogging of nozzle, water supply volume does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; due to wear of angle wire, the play of right/left knob is out of the standard value; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, bending angle in right direction does not meet the standard value; due to wear of angle wire, bending angle in left direction does not meet the standard value; image guide protector has a chip; objective lens has a scratch; light guide lens has a crack; connecting tube has a scratch; and universal cord has a wrinkle. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope nozzle was clogged. There were no reports of patient involvement.